Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment and stent damage occurred. Vascular access was obtained via the right femoral artery through a 7fr non bsc sheath. The 25mm in length target lesion was located in the 7mm in diameter left subclavian artery. While introducing a 8.0x30x135cm express¿ ld vascular stent into the non bsc sheath, which was over a 0.035 amplatz guide wire, the device became stuck at the sheath valve. The device was able to be removed and it was noted that the distal stent struts were slightly flared. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.